Manufacturer narrative:
Visual findings observed both returned products are in two pieces. The bed-connecting strap has detached from the product where the box x stitch is applied. The neoprene cuffs are clean and appear hardly used. The hook and loop are clean and do not contain any dirt or lint. The key-lock buckles are present and do not contain any scratches or damages. All other stitching is present and complete - does not contain any loose or broken threads. The wash labeling is present and legible evaluation of the product found that the box x stitch shows the top and bottom of the stitch remains complete/intact and the broken or loose threads are contained within the plies of the webbing. Observing the ends of the threads through magnified glasses; there is a combination of threads that appear to have been pulled and threads that may have been cut. The box x stitch has been identified as the failure caused by broken or loose threads. The root cause of the broken or loose threads could not be determined. Based on the information provided by the customer, possible cause could be due to product being used on aggressive patient on unknown substance. Per the IFU states do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook-and-loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
The customer contacted us via e-mail. The customer states "I wanted to find out if you have heard anything about restraints ripping at the stitching. A pair of 2799 was able to be ripped at the stitching by a patient who had to be restrained. I do still have the product. This event occurred on (B)(6) 2021 in our behavioral health area. The patient was not injured and neither was the staff. The staff stated the patient was under the influence of unknown substances and was a larger male. The staff were able to reapply a new set of twice-as-tough locking restraints for everyone's safety and then report the incident to me." No gtin or lot# information was provided. A ts template has been completed and saved to the drive.